Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - boston scientific received information that during the original implant of this right ventricular lead, difficulty with placement was experienced. The lead had caught in the tricuspid valve following two dislodged attempts. The helix mechanism was used in several configurations during this placement, without functional issue. This lead was successfully placed with good measurements as verified by x-ray. Upon discharge follow-up, the lead had dislodged. There was no capture observed and r-wave amplitudes were poor. A revision procedure was scheduled for the next day. During the revision procedure attempts to reposition were unsuccessful due to the possible compromised functionality of the helix mechanism, and continued catch on the tricuspid valve. This original lead was extracted and successfully replaced with a new lead. No further adverse effects were reported, and the patient will return in eight weeks for a routine visit. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The event and explant dates were left off of this report because they did not make sense.